Event description:
Customer reported an issue with ongoing cartridge alarm 20 during insulin pumping. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer was able to successfully resume insulin therapy. Original cartridge lot number was unavailable.